Manufacturer narrative:
The failure investigation has been completed and the reported battery drop was unable to be confirmed due to the other reported issue (usb pin damage).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 45% to 5% after being connected to a power source. In addition, the pump could not be charged despite the attempt of multiple wall adapters and power sources. There was no reported impact to the customer's blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.